Event description:
During a vascular access procedure a .018in nitrix wire was advanced through the narrowing, however, a piece of the gold tip broke off and was embedded within the occlusion. Given that the superior vena cava (svc) was occluded, the risk of migration is low. This was a sterile procedure and the risk of infection is low. The patient received clindamycin for procedural prophylaxis, which will further reduce the risk of infection. The decision was made to leave the foreign body in place. The patient was notified of this outcome at the time of the incident. Unclear risk of MRI. This information was relayed to the ordering nurse practitioner provider. Manufacturer response for guide wire, nitrex (per site reporter). Awaiting response.